Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure the re-entry device was not visible under fluoroscopy. A stingray catheter was selected for use. A double negative dry prep was performed using a 20cc luer lock syringe and a 3cc syringe with 100% contrast solution. The 3-way stopcock was prepped and filled with 100% contrast and when the stopcock was opened to the catheter there was visual confirmation that the plunger dove toward the tip of the catheter, indicating a proper prep. The stingray was advanced over a non bsc wire into the mid right coronary artery (rca). An inflation device was connected to the stingray catheter and inflated to 4atm. Under fluoroscopy there was no visualization of the stingray balloon, regardless of the c-arm position. The physicians tried to re-prep the stingray in the rca to avoid having to remove and re-advance the catheter. The re-prep was also met with no visualization under fluoroscopy. Consequently, the physicians had to remove the stingray and complete the procedure with another stingray. No patient complications were reported.